Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 314.453, lot: 3120777, release to warehouse date: march 27, 2009, manufacturer: hägendorf. No nonconformance reports (ncrs) were generated during production. Visual inspection: the sddrive screwdriver shaft t8 55mm was returned and received at us customer quality (cq). Upon visual inspection, the tip of the screwdriver is stripped. No other issues were identified with the returned components of the device. Functional test: functional test cannot be performed as the device was received by itself. However, the reported allegation can be confirmed because the tip of the screwdriver is stripped. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Investigation conclusion: the complaint condition is confirmed for the sddrive screwdriver shaft t8 55mm. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on an unknown date, the screwdriver shaft tip was stripped and will not engage with screws. There was no negative impacts on the procedure or the patient due to the malfunction. No further information provided. This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for complaint (B)(4).